Event description:
It was reported to boston science corporation in 2007 that a maxforce biliary balloon dilatation catheter was used during a procedure performed the day before (patient gender, age and weight are unknown). According to the complainant, " after re-deflating the balloon, when they were "attempted to retract the balloon into scope, they felt some resistance although under x-ray, it was confirmed that the balloon was deflated properly. After disattaching the inflator once, they were attempted to deflate the balloon with syringe; however, it wouldn't be able to fold the balloon successfully". Again, the inflator was attached and attempted to "fold the balloon properly, it didn't go successfully. When they applied force to pull the device from scope channel proximal, the sheath was torn. The device was able to retrieve as one unit. None of the device was remained inside the patient". There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Visual examination of the device found that the device was returned in two sections. A shaft break had occurred at approximately 94cm distal to the strain relief. The shaft proximal to both break sites was severely stretched. The balloon was deflated correctly. Microscopic examination of the balloon material found no evidence of tears. No anomalies were noted with the device that would have caused the removal difficulties that were experienced by the user. It is noted in the complaint description that "difficulty occurred during retracting the deflated balloon inside the scope". The scope which was used in the procedure was not returned for analysis. Without this scope, it is not possible to confirm how the device may have contributed to the complaint incident. The cause of the reported malfunction is unknown. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.